Manufacturer narrative:
(B)(4). D10: medical product: tibial articular surface provisional shim size ef 13 mm thickness: catalog#42527900503, lot#62689236. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional shim instrument was found to be worn and disassembled with missing ball bearings. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed via product return. Visual examination of the device identified signs of use (nicked and gouged) and has one of components 1 and 2 disassembled/missing. No further analysis could be made. Review of the device history records identified no deviations or anomalies during manufacturing. This device was confirmed to have been part of previous investigations, in which resulting field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique. These types of devices were re-designed to account for this failure mode with a new locking mechanism. As this device was manufactured prior to the design change, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.